Event description:
It was reported that the piston on the pump did not fully retract, causing issues while loading the cartridge. There was no reported adverse impact to the customer. Despite troubleshooting the issue persisted and customer reverted to an alternate method of insulin therapy.